Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite functional test and the homechoice rite electrical test . The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain. Use error. Tidal uf removal set too low (at 0ml). The pal did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. The device was determined to meet the specification requirements relative to the iipv identified via device log review. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem . This issue has been escalated to CAPA .

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device during drain cycle 8. The programmed fill volume was 510 ml and ultrafiltration was 755 ml. This meets baxter's iipv criteria. No patient injury or medical intervention was reported.